Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Physician took culture and irrigated the wound site. Infection is not considered device related. Unknown cause but physician did not believe anything device related. Patient has been seeing infectious disease and had reactions to many of the antibiotics they attempted to use. Her paddle surgical site was healed and appeared healthy and clear of any infection. Facility disposed of explanted equipment.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Physician took culture and irrigated the wound site. Infection is not considered device related. Unknown cause but physician did not believe anything device related. Patient has been seeing infectious disease and had reactions to many of the antibiotics they attempted to use. Her paddle surgical site was healed and appeared healthy and clear of any infection. Facility disposed of explanted equipment. Additional information stated that the culture came back as methicillin-susceptible staphylococcus aureus mssa. Waiting for infection to resolve.